Event description:
During an ercp, the physician was using an olympus scope with single use distal cover. Duodenoscope was withdrawn and the distal cover was not attached. According to the rn and endoscopy tech several attempts were made to retrieve the distal cover without success.